Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intutiv system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
When field service specialist (fss) visited customer site, he was told by the customer that the system had shut down due to the balanced salt solution (bss) spill on top of system and that it would not reboot. Per fss bss had leaked into system through front edge of top cover and visual inspection showed sub system controller pcb shorted out at fan and speaker connections. Fss replaced sub system controller, speakers and fan. The system attempted to boot but system indicated 24v from power supply failed. Fss replaced power supply and system attempted to boot up but display was not coming on (sub system controller and power supply were used for troubleshooting and were removed at the end of evaluation). Fss determined that the system would need to be repaired and since the cost to repair the system was unknown at the time due to the probability of addition parts being found damaged, the cost was to be provided to the customer to make the decision on the repair of the unit. The system was returned to customer un-repaired. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the compact intuitiv console caught fire in the operating room and between cases. It was reported that the tech left the tubing unlocked and on top of the unit spilling balanced salt solution (bss) on the machine for a full minute. Then they saw black smoke. There was no patient involvement.